Event description:
The customer reported to customer service that she used her breast pump for (B)(6) 2012 and experienced a loss of suction on one side of the pump. She developed an infection, visited a doctor and was prescribed antibiotics which dried up her milk. At the time, she did not contact medela.

Manufacturer narrative:
In follow up with the customer, she indicated that she purchased the pump in (B)(6) 2011 and began using it a couple weeks later. The pump was working fine initially and then in (B)(6) she noticed that one side wasn't providing as much suction as it had. She tried turning the vacuum level up and after a couple of days, she reverted to single pumping. She started developing flu-like symptoms and had red blotches from her nipples to her armpits on the side that was not suctioning. She visited her obgyn and was diagnosed with mastitis and was prescribed an antibiotic. The mastitis has since resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was received for testing/analysis and testing indicated that it met its intended function and performance specifications. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues. The pump was visually examined and the following were noted: pump type: freestyle, manufactured in week 35 of 2011; (B)(4), hours used: 10 hours, battery pack: 7.2vdc li-ion (#(B)(4)); measures output at 7.29 vdc, transformer: 12.0v 10000ma: measured output at 12.18vdc, unit was returned with all accessories and pump kit (breast shields, connectors and tubing set); there was no anomaly (leak or deformation) found in these parts/accessories. Vacuum level and cycle rates were measured using the customer's returned accessories and pump kit(note: the pump ran for 30 seconds before any measurements were taken). (B)(4). The vacuum tests performed meet the test criteria documented in the design history file. Note 1 - vacuum and cycle rates were measured using medela part number 700.2020 - vacuum/cycle fixture ((B)(4)); (B)(4).